Event description:
I had a hernia and had it repaired in 2003. And after the surgery I continued with my pain - (in hernia site) and down thru the testicle ( (left and into the left leg). The doctor couldn't find anything and did a bunch of unnecessary tests. I then decided a year later to have a different doctor take the mesh out. She found the mesh in a completely different area than it originally was. I have permanent damage - nerve damage. I've been to numerous doctors and no one can help me. I even spoke to a well known nerve specialist in california and was told he can't help me either. I know about the other mesh recall and am wondering why mine hasn't been included. I now have had (for a year and a half) a spinal cord stimulator that helps with the pain in my abdomen and testicles, and legs thanks to ethicon.